Event description:
During the shift check, the autopulse platform (sn (B)(6) displayed the "system error, out of service, revert to manual CPR" message upon powering on. No patient involvement.

Manufacturer narrative:
The customer's complaint that the autopulse platform (sn (B)(6) displayed the "system error, out of service, revert to manual CPR" message was confirmed during the functional testing and the archive data review. The root cause of the reported complaint was a wide break gap that could not be adjusted within the specification. The drivetrain motor needs to be replaced to address the reported complaint. The archive data indicated system error 139 (unable to hold compression position), confirming the complaint. The autopulse platform failed functional testing due to a "system error, out of service, revert to manual CPR" message displayed upon powering on, confirming the reported complaint. The drivetrain motor needs to be replaced to address the reported complaint. Zoll is awaiting customer approval for service repair. Historical complaints were reviewed for service information related to the reported complaint, and no similar complaint was reported for the autopulse platform with sn (B)(6).